Manufacturer narrative:
Results and conclusion summation- there are several factors that can contribute to balloon rupture such as balloon damage during manufacturing interaction with other devices, pt anatomy, lesion calcification, lesion tortuosity, or exceeding rated burst pressure (rbp). The lesion characteristics were not provided, so it is not clear how these factors may have contributed to the balloon rupture. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that during the procedure when the voyager balloon catheter was pressurized to 12 atm, the balloon ruptured. No additional event or pt info is available.